Event description:
From staff: during an intervention of the left circumflex artery the diamondback catheter and viperwire got stuck in the artery. The physician was unable to remove the catheter and wire. From op report: we performed viper glide procedure which did not entail atherectomy across the lesion with the plan that we were going to perform atherectomy on the lesion on our way back antegrade. We performed successful lesion modification with the atherectomy device, but the device was found to be stuck in the proximal circumflex into the left main. We tried viper glide technique and atherectomy, but the device was not responsive and remained stuck in the vessel. We then advanced a 0.014 pilot wire beside the crown of the atherectomy device and performed gentle dilatation with a 1.0 and 1.5 emerge balloon. This was still unable to dislodge the device. We advanced a guideliner over the device and tried pulling on the tip of the device into the guideliner but this was also unsuccessful. We then got a second access in the left femoral artery under sonosite guidance and advanced a 6 fr sheath into the left femoral artery. At this time, we removed the guide and wires in the left main. We then advanced a cls4-6 fr guide catheter into the left main ostium from the left femoral artery and then placed a 0.014 sion blue guidewire in the left circumflex artery and a 0.014 prowater wire in the left anterior descending. Then through the right femoral artery we advanced a 5 fr guideliner and we were able to get this over the csi device and we were able to then retrieve the csi device into the 5 fr guideliner and into the guide, but this maneuver left shearing of the distal tip of the viper wire. The crown of the csi device was retrieved and found to be intact. We then elected to perform pci to the circumflex territory. Before we could place a balloon, we tried to advance a 2.5 x 38mm onyx stent drug eluting stent into the circumflex artery with a plan to trap the sheared csi wire behind the stent strut. We had difficulty going through the middle part of the circumflex artery due to severe angulation. We then elected to try using a guideliner. With advancement of the guideliner we then found that the patient had a dissection in the territory where the diamondback crown was situated. We then placed a 2.5 x 15mm papyrus drug eluting stent across the dissected portion in the proximal right coronary artery. With this the patient still had some extravasation of fluid. The patient then became hemodynamically unstable with hypotension and bradycardia. Epinephrine was given in multiple doses and a drip initiated. Also, chest compressions were imitated. Patient was eventually intubated. A stat echocardiogram showed no significant effusion. After multiple rounds of CPR and repeat angiogram showing worsening of the dissection and extravasation of fluid in the pericardium and the lack of return of spontaneous circulation, it was decided to pronounce the patient deceased.